Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure that the sterile adapter did not seem to be seating correctly, and a message occurred stating that the instrument insertion axis may be restricted. The customer reseated the sterile adapter, and changed out the drape on arm 3, with no change. An instrument error against the vessel sealer extend (vse) instrument was present in the system logs. The tse advised replacing the vse would be the next troubleshooting step if possible. The customer continued with the procedure as planned. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed and replicated arm 3 issue. Fse observed usm 3 insertion rail had a protruding fastener that prevented the sterile adaptor to sit flush. The universal surgical manipulator (usm) was replaced and corrected the problem. System has been tested verified and ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, one rail screw was loose and would be related to the reported event. The usm was installed onto a golden system after the rail screw was tightened, no related errors was triggered while large needle driver and bipolar forceps instruments was installed. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing passed within specification. Once testing was completed, the insertion rail screws was applied behavior analysis (aba) tested and was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the insertion rail screws was found to be the root cause of the reported event. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h11 for follow-up information.